Event description:
Customer claims that the surgeon attempted to open laparoscopic graspers before reaching the end (opening) of cannula, causing the tip to break off. Follow up with rn, confirmed that the piece of the cannula tip separated while inside the pt. The piece of plastic was retrieved and no pt injury or complications occurred.